Manufacturer narrative:
Device evaluation summary: one blue line tracheostomy sample was received in used condition without the original packaging. Immediate visual inspection did not detect any damage. A leak and inflation test was completed and leaks were detected within the sample cuff. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that an air leak occurred to a smiths medical portex® blue line classic® tracheostomy tube. The patient then presented to the emergency department and the tracheostomy (trach) tube was required to be changed out. There were no reported adverse patient effects.